Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that within the 'live setup', when changing the 'primary lead' for measuring the heart rate, from lead ii to lead iii, lead ii changes axis. It is positive initially and becomes negative when changing the primary lead for heart rate analysis. The operator also changed the 'mode' from 'diagnostic' to 'monitoring' to see if this changed anything, but this had no effect. Electrodes were used for these measurements. First ECG is lead I, then lead ii, lead iii, avr, avl, avf and v1. Left arm lead was positioned on patients left shoulder, right arm on right shoulder and limb leads on right and left leg. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.